Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during preparation of an ablation procedure to treat atrial flutter, an intellamap orion catheter was selected for use. The catheter was prepared as recommended, but the catheter irrigation was clogged. The procedure was completed via an alternative method. There were no patient complications. The device will not be returned.